Event description:
It was reported that the endoeye flex deflectable videoscope image goes out completely when the side is flexed. The issue occurred during setup. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection and the customer reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image ¿ distorted image occurs during angulation. Based on the results of the investigation, it is likely due to failure of ¿when you flex it to the side, the image goes out completely. Any adjustment to the cord at the base of the scope the image flickers in and out¿ is due to damage and deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of this complaint is traced to component failure expected or random component failure without any design or manufacturing issue. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.